Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, during a training session (at a different hospital to incident), that on ¿the saturday of (B)(6) day weekend¿ a tpn patient was being transferred from the bed, for discharge and during transfer, the powerpicc solo ¿snapped¿ at the extension arm. PICC was then removed on the ward.